Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false positive troponin I (tni) result on triage cardiac panel vs. Lab result. Caller stated that after pt had a positive tni result on triage cardiac panel the pt was admitted to a different hospital where the lab draw gave a negative tni result. Pt did not have an mi. No actual values provided for either tni test.